Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the set-up joint (suj) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start - post anesthesia of a da vinci-assisted hemicolectomy surgical procedure, a non-recoverable fault occurred on the universal surgical manipulator 3 (usm3). The technical service engineer (tse) guided the customer to shut down the system with an emergency power off on the patient side cart (psc). Then setting the psc breaker to 0 and waiting 30 seconds before restarting the system. The error returned after the system powered on, the tse advised the customer that the usm3 could be disabled. The surgeon opted to convert the case to laparoscopic. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the surgeon confirmed that during conversion to laparoscopic procedure - 3 robotic ports were used to insert laparoscopic instruments, one 8mm port was exchanged for a 10mm laparoscopic port. The patient tolerate the change. Anesthesia was prolonged, but not significantly.